Manufacturer narrative:
Section d4, h4: additional information. Device evaluation: although the evaluation of the submitted system controller log file confirmed the report of pump stops, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. Based on previous complaint history, the log file findings appear consistent with a potential driveline issue. The report of a driveline covering tear was confirmed through the evaluation of the returned portion of the driveline. The submitted log file captured transient pump stops and low speed advisory/hazard events were observed from 08sep2019 11:49:06 pm through 09sep2019 12:06:17 am while the system controller was connected to a power module. Minor elevations in power up to 8.5 w were observed during these events. Low flow hazard alarms were also noted at the time of these events, corresponding with the low speed hazard alarms. A distal end driveline repair was performed on 10sep2019 and the replaced portion was returned in a segment measuring approximately 21¿. Segments of all 6 wires were also returned measuring approximately 1.5¿ to 3¿ in length. The outer layers of the driveline were removed approximately 19¿ from the metal connector. A rescue tape repair was observed approximately 4¿ through 8¿ from the metal connector. Upon removal of the rescue tape, damage to the outer silicone jacket was observed approximately 6¿ through 7.5¿ from the metal connector; however, the underlying bionate did not reveal any areas of damage. Metal braided shield breakdown was observed approximately 2.5¿ and 5¿ from the metal connector. Minor breakdown was also observed along the length of the driveline segment, consistent with the duration of use. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline repair segment did not reveal any issues that would have contributed to the pump stops and low speed events observed in the submitted log file. The patient was placed on a grounded patient cable after the driveline repair and pump stops immediately occurred. The patient was returned to batteries and the ungrounded patient cable without issue. The vad coordinator requested 2 ungrounded patient cables for the patient. The patient remains ongoing on the device and no further issues have been reported at this time. Patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient was seen in clinic due to low flow alarms. Upon vad interrogation, pump stoppage and low speed events were noted. The patient has driveline covering tear covered with rescue tape. On (B)(6) 2019, technical service preformed a driveline repair. Prior to the repair the patient was tethered on a grounded patient cable. After the repair, the patient experienced additional pump stoppage events and red heart alarms. The patient was returned to batteries and used a unshielded patient cable without issue. No further information was reported.